Manufacturer narrative:
This crt-d will not be returned to bsc for lab analysis because the device was not explanted when this pt passed away. At this time, there is no additional info. If additional info becomes available, this report will be updated.

Event description:
Boston scientific crm received info that the pt with this cardiac resynchronization therapy defibrillator (crt-d) expired. The pt had received an external defibrillation shock by their health care provider (hcp) after a misdiagnosis of ventricular tachycardia (vt). Further eval of the pt's condition, confirmed an endless loop tachycardia (elt) rather than true vt. No allegation against the bsc device as a cause or contributor in the pt's death. Subsequently, additional info was received that although initially there was no allegation towards the bsc device, after further investigation, the physician now believes this crt-d could have contributed to this pt's death. It is believed that if this pt was not implanted with a device, this elt would not have occurred, as well as the alteration of his hemodynamic status following the external shock, which lead to this pt's death. It was noted, there was no direct allegation from the physician because the device functioned as designed, but this was seen as a limit by the physician with regards to the device not being able to detect and convert an elt when the elt is less than the max/upper rate.